Manufacturer narrative:
(B)(4). It was reported that the patient has recovered from the peritonitis event (previously reported as recovering). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for peritonitis with injection (inj) vancomycin (2 gm, ip-intraperitoneally and weekly once for 2 weeks) and inj. Fortum (250 mg, 3 exchanges per day, ip in each bag for 14days). At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. Additional information was requested but is not available.